Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thresholds and impedance were rising over time on the right ventricular (rv) lead. High thresholds and undefined high impedance were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.